Event description:
It was reported to bsc on 01/03/2007 that during the procedure, "this cutwire broke during the sphincterotomy." The patient gender and age is unknown. The procedure was successfully completed using a second device and there were no patient adverse effects reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.